Event description:
It was reported that a user received glucose readings in the dexcom g7 mobile application but the ilet did not display sensor readings, consistent with a communication or pairing failure between the cgm and the ilet. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user education and troubleshooting, including toggling cgm type between g6 and g7 and re-entering the sensor code, with instructions to wait for data to populate and to call back if unresolved. Investigation of this case revealed a probable integration or pairing issue between the cgm and the ilet consistent with a device communication problem, with no evidence of hardware component damage. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient cgm communication disruption leading to unsuccessful pairing.